Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had a non-functional ECG.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG) has been confirmed. Upon investigation, the electrode belt failed the functional fall-off and the failure was isolated to an open pulse wire in the trunk cable. There was no sign of external damage to the cable. The root cause for the open pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the open pulse wire.